Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
The patient was hospitalized due to high blood glucose levels. Patient received an error e-4 occlusion and ignored, then confirmed, without understanding the meaning of an e-4 alert. The patient continued normally with the pump, resulting in high blood glucose. The pump was not returned.